Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2024, the patient started a sensor session and experienced a signal loss and a pairing issue. The patient was aware of the issues and was not receiving cgm values. She thought that the values would come back in 5 to 10 minutes and she couldn't do much else because she was sitting in an airplane. At some point, the patient lost consciousness due to hyperglycemia. An ambulance was called and the patient was treated with insulin injections. The patient was taken to the hospital and treated there with insulin injection. The patient was discharged the same day and her bg reading was 7.6 mmol/l. At the time of the report the patient was doing okay. A review of performance data shows that the patient was still in an active sensor session at 2:00 pm on the alleged date of incident, (B)(6) 2024. The patient's high alert threshold was set to 7.8 mmol/l with the audio output set to vibrate only. The patient exceeded the high alert threshold at 2:29 pm and her estimated glucose values (egvs) continued to gradually rise; she received visual high alerts every five minutes until the alert was acknowledged at 2:55 pm. The patient's egvs remained above the high alert threshold for the remainder of the sensor session, which ended at 4:54 pm, and reached 11.9 mmol/l at the highest point. The patient started a new sensor session at 5:47 pm and experienced two brief periods of signal loss during the warm-up phase, each of which lasted ten minutes or less. The reported complaint in undetermined, and the probable cause of the hyperglycemic event could not be determined. However, as the patient reported losing consciousness due to hyperglycemia, and the highest cgm reading observed was only 11.9 mmol/l, it is determined that inaccurate cgm readings are the most probably failure mode associated with the hyperglycemic event. No additional patient or event information is available.